Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that on the 3rd firing of the tsw45 instrument, it was more difficult to fire. When the device was to be opened, the device would not open. The surgeon had to force the handles open while pushing the release button on the back of the instrument. Another device was used to complete the case. There was no consequence to the patient.